Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, multiple dissecting aneurysms of the left vertebral artery were identified as unruptured. The stent exhibited a poor opening shape and was not well attached to the vessel wall. The aneurysms were located in the lower part of the basilar artery and the joint part of the bilateral vertebral arteries, with a saccular morphology, a maximum diameter of 7.39 millimeters, and a neck diameter of 7.9 millimeters. The distal landing zone measured 2.36 millimeters, and the proximal landing zone measured 2.94 millimeters, with minimal vessel tortuosity. Dual antiplatelet treatment was administered, and post-procedure angiography showed smooth blood flow. The phenom27 microcatheter was used to deploy the stent, but due to the poor opening shape and attachment, the stent was retrieved and redeployed without success. Attempts to use the microcatheter to aid in opening were ineffective, leading to the withdrawal of the stent. A replacement dense mesh stent was then deployed smoothly. The product was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.